Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen lps-flex. It is reported by the patient's counsel that the patient also received a tm patella implant on (B)(6) 2011 and was revised on (B)(6) 2013 due to pain. A legal update received on (B)(6) 2014 indicates that the revision was due to breakage of the tm patella. No further information is available. Note that the nexgen lps-flex is of zimmer warsaw design control and the tm patella is of zimmer tmt design control.